Event description:
Customer reported the monitor stopped working during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced a blown fuse. Ge rep explained to the customer the need for a dedicated, filtered, electrical supply in the room where the system is used. System operates as intended.